Event description:
As reported by the edwards lifesciences affiliate in sweden, edwards received notification of a 48mm evoque procedure. It was reported that on post-operative day (pod) 5, the mean pressure gradient (mpg) was 3mmhg and a moderate central leak was observed. The inr had been greater than 3 since pod4. On pod8, the mpg was 6mmhg, still showing thickening of all 3 leaflets and a moderate central leak. On pod10, thrombolysis with alteplase was initiated for 36 hours and on pod12, there was no leaflet thickening and the central leak was only trace. Subsequently, heparin-induced thrombocytopenia (hit) was diagnosed, and anticoagulation was switched to intravenous direct thrombin inhibitor (argatroban) to treat the hit, later transitioning back to warfarin on pod15. The patient remained asymptomatic but required prolonged hospitalization, with discharge planned for pod19.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11. The complaint for thrombus formation (device) - post procedure was confirmed with other empirical evidence via information reported by edwards clinical specialist. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. Possible contributing factors to the thrombus formation can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. Therefore, a definitive root cause cannot be established.